Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon was able to press the green button but could not squeeze the handle. Hence, the stapler did not fire. Also, it was reported that reload pre-fired.